Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt with an implantable neurostimulator (ins) had a history of his ins switching itself off several times over the past month. When the device was interrogated for usage, it displayed "no reports available." Unk interference was suspected. It was noted that the pt was present at a surgery when x-ray fluoroscopy had been used. The pt has been asked to keep a record of any device issues for the next few weeks. A f/u report will be sent if add'l info becomes available.

Event description:
Additional information received reported that an electromagnetic interference event was not confirmed. There was no power-on-reset. The impedances and battery checked out okay. It was reported that the patient was no longer experiencing the issue.

Manufacturer narrative:
.